Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 2 states, "fracture, loosening or subsidence of the prosthesis.¿ number 5 states, ¿pain, discomfort or abnormal sensations due to the presence of the prosthesis.¿

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and loosening. During the procedure, the femoral component, tibial tray and polyethylene tibial bearing were removed and replaced.